Event description:
It was reported that the pt expired. The cause of death was not reported. The pt's diagnoses included metastatic breast cancer. The report indicated that the death was unrelated to the implanted device system. The pump was used to deliver hydromorphone 2.0 mg/ml with a daily dose of 0.2502mg. The pump also contained compounded baclofen 250 mcg/ml and droperidol 200 ug/ml.